Event description:
It was reported that the ambicor penile prosthesis (app) device had fluid loss. The patient underwent a surgical procedure in which his app was explanted and a new inflatable penile prosthesis (ipp) was implanted. The patient remains stable after the procedure.